Event description:
The customer reported doing preparation for use, the unit would not recognize the scope the facility finished the case with another similar device. The intended procedure was not delayed more than 15 minutes. There was no accessory device involved. The patient was not under anesthesia and there was no patient injury or death reported.

Manufacturer narrative:
The unit was returned for evaluation. The customer¿s complaint of the ¿scope recognition was not working¿ was not confirmed. However an e311 ¿white balance incomplete¿ error was observed with no image during evaluation. The cause of the unit¿s failure cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Connector deficiencies were noted in the obtained survey. Based on the results of the investigation, the root cause could not be established. It was presumed that this phenomenon was due to a defect in the connectors - however, the cause of this presumed defect could not be further defined. The instructions for use include the following: ·do not touch the electrical contacts inside the video system center's connectors by hands. Equipment damage and/or malfunction may result. ·do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor field performance for this device.